Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a sample ID that was misread by coulter gens system. Sample ID (B)(6) was misread as (B)(6), and the instrument generated a "no match" error. No patient order matched the misread sample ID. The operator noticed the sample ID, cassette position and patient result discrepancy and reran the sample. No erroneous results were reported out of the laboratory. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The checksum was disabled. Per labeling, bci strongly recommends the use of barcode checksums to provide automatic checks for read accuracy. A definitive root cause for this event has not been determined to date.